Event description:
It was reported that during treatment, a renasys f large w/soft por was applied to sacral wound without non adherent liner. Four days post application foam adhered to wound bed during dressing change, resulting in trauma and necrotic area. Npwt stopped to continue with wound debridement . Patient currently is in well condition, the wound is self-healing and no further evidence of tissue necrosis.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the product was not returned for evaluation, nor any images provided, therefore an assessment could not be performed and the complaint remains unconfirmed. The manufacturing records could not be reviewed as no batch/lot number was provided, however there is no reason to suspect that the associated batch failed to meet specifications upon release, in addition the case is not alleging any manufacturing related deficiencies. Historical review details no previous cases of this nature, and there are no open nor closed escalation actions. Related to this event type. The instruction for use has been reviewed, which contains insight and guidance with regards steps to take, if foam dressings become adhered to the wound. A review of the product risk files, find the combination of product, event type and associated harms are anticipated, with no updates required. Based on the information provided, a procedural variance vs user error cannot be ruled out as the likely cause of the reported adverse event as there was no reference to the cleansing and debridement of necrotic eschar tissue prior to the application of the renasys f large w/soft port, nor was there any indication the user applied normal saline to the wound allowing it sit for 15-30 prior to removing the adhered dressing. In addition, the foam dressing was changed on the fourth day, instead of every 48-72 hours as recommended per the IFU. Per report, the npwt was discontinued, and the wound was debrided. Reportedly, the patient is currently doing well and the sacral wound is self-healing without evidence of tissue necrosis. Further impact can only be presumed but regularly scheduled follow-up/monitoring would be anticipated. The probable cause remains unknown. Factors as detailed in the clinical review may indicate a procedural variance. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary. Corrected data: b1 (type of event), h6 (health effect - clinical code, health effect - impact code).